Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0501 captures the reportable event of balloon detachment. Impact code f2301 is being used to capture the reportable event of additional device required. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the catheter of the device had no damage. Visual inspection of the balloon found it was ruptured and detached. Functional analysis could not be performed due to the condition of the returned device. Media inspection was performed, and no damages were observed in the photo provided by the customer. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of the balloon ruptured and balloon detached were confirmed. These failures are likely to have occurred due to the manner in which the device was handled and manipulated may have caused physical damage to the balloon. The physical damage to the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. Excessive manipulation of the device without enough care could have induced the physical damage found in the returned balloon. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon burst when dilated to 15mm and caused some trauma in the mucosa. A clip was used in the area and the patient was admitted. A barium study was performed, and it showed no perforation. A piece of the balloon had detached in the patient. The balloon device was removed from the scope, the balloon piece was retrieved using a combo rescue grasper, and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon burst when dilated to 15mm and caused some trauma in the mucosa. A clip was used in the area and the patient was admitted. A barium study was performed, and it showed no perforation. A piece of the balloon had detached in the patient. The balloon device was removed from the scope, the balloon piece was retrieved using a combo rescue grasper, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst. Imdrf device code a0501 captures the reportable event of balloon detachment. Impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon burst when dilated to 15mm and caused some trauma in the mucosa. A clip was used in the area and the patient was admitted. A barium study was performed, and it showed no perforation. A piece of the balloon had detached in the patient. The balloon device was removed from the scope, the balloon piece was retrieved using a combo rescue grasper, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0501 captures the reportable event of balloon detachment. Impact code f2301 is being used to capture the reportable event of additional device required. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the catheter of the device had no damage. Visual inspection of the balloon found it was ruptured and detached. Functional analysis could not be performed due to the condition of the returned device. Media inspection was performed, and no damages were observed in the photo provided by the customer. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of the balloon ruptured and balloon detached were confirmed. These failures are likely to have occurred due to the manner in which the device was handled and manipulated may have caused physical damage to the balloon. The physical damage to the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. Excessive manipulation of the device without enough care could have induced the physical damage found in the returned balloon. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.